Manufacturer narrative:
Concomitant medical products: product ID: 8781, implanted: (B)(6) 2019, explanted: (B)(6) 2024 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative on 2024-oct-21. The implant date of the pump and catheter was clarified as (B)(6) 2019. It was indicated that there was no record of the lot/serial number of the catheter that was explanted. The product was being returned to the manufacturer.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that in november they started noticing symptoms. The date 2023-nov-01 is considered an approximate date of event (specific month and year known only). The dose was increased and the patient had some relief. At the last pump refill, the expected reservoir volume (erv) was 3.4 ml; however, 10 ml was still in the reservoir. The patient was having increased symptoms and the erv was 3.4 ml; however, a nurse aspirated 26 ml. The patient also had increased tone and spasms. The date of event was on 2024-jul-25. Trouble shooting performed included ultrasound, magnetic resonance imaging (MRI), and a work up to rule out other factors. Factors that may have led or contributed to the issue were unknown. The patient was being managed with oral baclofen. The issue was not resolved as of (B)(6) 2024. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# unknown, serial# unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type catheter h3: the catheter was returned in three segments which included the suture-less connector assembly, proximal catheter segment, distal catheter segment, and anchor. The catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis of the catheter identified kinks in the catheter body. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on (B)(6) 2019 (previously reported as on (B)(6) 2019). It was indicated that the patient was having pump and catheter issues. The date of the event was 2023-nov-20. The patient called the clinic on (B)(6) 2023, and first reported an increase in tone. The patient experienced strong extensor spasms and clonus. This had been worse since baseline when the patient was therapeutically controlled, they would not have spasms. The pump was interrogated and had no issues. The dose was increased to try to treat symptoms of tone which had occurred a week later than the initial report. The patient was physically assessed by a physician, and there were no know pressure injuries or skin issues. No active symptoms of urinary tract infection (uti) but was treated with antibiotics from urinalysis. The patient self caths every 3-4 hours and output seemed stable. During that time the patient had increased incontinence and spasms in the trunk. The patient took medication for bladder spasms as well. The patient did bowel emptying every 2-3 days with digital stimulation. Recent stool was constipated. Bowel obstruction ¿ruled¿. The patient was sent for screening lab work and had an ultrasound of the abdomen and pelvis to rule out other complications. They continued to have increased tone and all diagnostics were clear. Dose was increased on (B)(6) 2023, and bowel movements became loose. In (B)(6), spasms improved, but investigations were still clear. They thought maybe a cyclical pattern with menstrual cycle, and pelvic ultrasound showed ovarian cysts. Repeated pelvic ultrasound occurred in 3-6 months to monitor cyst. At this refill there was a residual volume that was higher than expected. The actual pump reservoir volume was 10.6 ml and 3.4 ml was expected. In (B)(6), some days their spasms were controlled and some days it was not. The patient had mixed therapy results. The patient went for magnetic resonance imaging (MRI) on (B)(6) 2024 and nothing of interest was seen. On (B)(6) 2024, they reported tone was worse more often than not, especially while laying down. Th patient came in for her refill on (B)(6), and 26 ml was removed from the pump though they expected 3.4ml. A lumbar puncture for a dye study was ordered. On (B)(6), they were unable to aspirate the catheter access port (cap) during a dye study. The patient was scheduled for a revision surgery regarding the pump and catheter. Factors that may have led or contributed to the issue were unknown. The pump and catheter were replaced on (B)(6) 2024. The issue was resolved as of on (B)(6) 2024. The patient was without injury regarding their status as of on (B)(6) 2024. The pump and complete catheter were to be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 8781, explanted: on (B)(6) 2024, product type: catheter, h1: update: regarding additional information received, the event is assess from previously being a reportable malfunction to now a re portable serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.